Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in so connection to the implant.

Manufacturer narrative:
This report is submitted august 25, 2020.

Manufacturer narrative:
Per the clinic, tit was reported that the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlaer device during the same surgery. The patient will continue to be clinically managed by their healthcare provider. This report is submitted march 18, 2020.